Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the user noticed that the cartridge leaked along the top on the canister. The user successfully loaded a new cartridge and delivered a bolus via the pump to addressed bg level.